Manufacturer narrative:
D10: 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5; (B)(6), 02-022-44-3512 - truliant tib imp psc insert sz 3.5, 12mm; (B)(6), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t; (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant; (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk; (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk; (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk; (B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk; (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced stiffness and arthrofibrosis. As a result, approximately two months post-surgery, the patient underwent manipulation under anesthesia. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.